Event description:
It was reported to lifecell that pt underwent a repair of an umbilical hernia reinforced with the device. At pod 9, the pt was admitted and diagnosed with small bowel obstruction. Unsuccessful, conservative mgmt resulted in re-operation, on pod 15. Significant bowel adhesion to the underside of the device was observed. The device was explanted. The pathology showed an "abundance of histiocytes". The reporting physician feels this is indicative of an allergic reaction. Pt is currently doing well.

Manufacturer narrative:
Eval: since the device was not returned for eval, internal investigation included, as follows: review of the device history records for lot s10531. Query of lifecell complaint system for any similar complaints reported to lifecell against the devices distributed from lot s10531. Results: review of the device history records for lot s10531 resulted in no remarkable findings, with no non conformities or deviations related to the nature of this complaint. To date, devices were distributed from this lot, that were reported as implanted, with no similar complaints reported to lifecell. Based on a review of the info reported and internal investigation into complaint related lot, investigation concluded that post-operative response is considered to be anticipated, as per instructions for use (IFU); however, lifecell reports this event to the FDA because the relationship between the bowel adhesion and the device is unable to be determined.